Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR report #1627487-2016-06574, 1627487-2016-06575. It was reported the patient was not receiving effective stimulation. An sjm representative interrogated the system and found many contacts with low impedance values. The physician explanted and replaced the patient's devices. The patient's stimulation was restored and the patient's issue was resolved.